Event description:
It was reported that during an initial implant, the right atrial (ra) lead was noted with a high capture threshold, causing the physician to change the location of the ra lead. While re-positioning, the stylet could not be inserted into the ra lead. The physician elected to replace the ra lead. The patient was stable.

Manufacturer narrative:
The reported events of failure to advance stylet and high capture threshold was confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. A stylet could not be fully inserted inside the lead due to over-torqued inner coil inside the connector region. The cause of the reported event of unable to insert stylet was isolated to over-torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region that cause high capture threshold. Visual inspection of the lead did not find any other anomalies.